Event description:
Boston scientific crm received information that this implantable right atrial (ra) right ventricular (rv) lead was explanted with the entire system due to patient condition of incision site not healing. The lead was sent to the clinic lab for cultures and will not be returned to bsc crm for analysis. No adverse patient effects were reported.